Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Wire on the

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The conductor wires were intact and undamaged; however, the pitch up cable was observed to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch up cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.